Event description:
This is report #2 of 3. Three centrimag motors were received by the manufacturer. No patient identification was provided, however, it was reported that the events involved two separate patients and three motors. One patient was reported to be on bi-ventricular circulatory support, one patient was on single (unspecified) ventricular circulatory support and one of the patients was additionally supported by extracorporeal membrane oxygenation, however it could not be confirmed which patient. One event occurred while the patient was in the operating room undergoing a mitral valve repair. It was reported that the primary consoles began to alarm with "motor overheat" and "unable to maintain set rpm's" and the pump motors subsequently shut down. The patients were reportedly asymptomatic. The pump motors and primary consoles were exchanged for the back-up devices and the patients continued on support. Attempts were made to obtain further information but to date, no further information was provided.

Manufacturer narrative:
(B)(4): the device was returned for analysis. Evaluation is not complete.the other motors referenced were reported under MFR report #2916596-2015-00386 and #2916596-2015-00388.no further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The motor, serial number (B)(4) was returned to the manufacturer for evaluation and was found to be defective. The motor intermittently showed infinite impedances at its two motor phases. The review of the device history records for the returned motor revealed that the returned unit was in the field for more than four years. The point of time, when the temporary intermittences came into existence could not be determined. A possible root cause for the cable breaks could have been: aging and/or mechanical stress during handling. No further information was provided. The manufacturer is closing the file on this event.